Event description:
The surgeon reported that after the ao60g iol was placed in the posterior capsule and during removal of ocucoat, the posterior capsule was engaged, and a small tear in the posterior capsule was formed. The surgeon attempted to reposition the iol and the tear expanded. There did not appear to be adequate support of the ao60g iol. The iol was cut in half and removed with no enlargement of incision. A limited anterior vitrectomy was performed. A li61ao with 18.00 diopter was implanted in the sulcus. No sutures needed. The pt was sent to recovery in satisfactory condition. This report refers to the pt's right eye. Please reference MDR#: 1119279-2011-00165.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.